Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 100 mcg/day via an implanted pump for non-malignant pain. It was reported a programming error occurred and the drug concentration was entered incorrectly. Two weeks ago the patient came in for a refill and the wrong concentration was programmed. They programmed the pump to 100 mcg/ml concentration and the correct dose of 100 mcg/day. The correct concentration should have been programmed to 1000 mcg/ml. The patient had not symptoms. The hcp would update the pump to the correct concentration and it was reviewed that no bridge boluses were needed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was interrogated with the old 8840 (serial number and software card version were not reported). The cause of the event was noted as a ¿programmer error¿ and the event was resolved and corrected. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.